Event description:
User experienced erroneous calcium and bicarbonate results intermittently for about a week, specific number of patient samples impacted is unknown. Two examples were provided. Sample 1 initial calcium result was 2.7 mg/dl, repeat result was 9.6 mg/dl. Sample 2 initial bicarbonate result was 46 mmol/l, repeat result was 28 mmol/l. No erroneous results were released as results were caught, repeated, and then reported. No patients have been harmed due to the issue. The field service representative determined the rinse mechanism vacuum line was disconnected at the vacuum vessel and reconnected the tubing. Performance tests were performed which were within specification.